Manufacturer narrative:
Initial and final MDR 1879922 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on (B)(6) 2024. Insertion site was at abdomen. Event occured within three hours of insertion. Blood glucose levels were 376mg/dl at the time of event. Patient took correction injection via multi-daily injections to address the event and he replaced infusion set and resumed insulin successfully. No further information available.